Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During transseptal puncture for an atrial fibrillation procedure, a cardiac tamponade was observed requiring surgical repair of the anterior septum. The transseptal sheath was advanced to the aorta and dilated. The patient then became hypotensive and a cardiac tamponade was seen with a trans-oesophageal echocardiogram. Following a pericardiocentesis the patient did not stabilize so they were moved to cardiac surgery. The patient is now stable and recovering in the intensive care unit. The physician does not allege that there was a performance issue with the transseptal sheath or needle. The physician alleges that the issue was due to miscommunication within the procedure room resulting in the transseptal puncture being performed in the wrong spot.